Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4) - concurrent procedures at the time of mesh implantation included total abdominal hysterectomy with bilateral salpigo-oophorectomy, suburethral mersiline sling, cystoscopy, anterior and posterior repair, panniculectomy.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent mesh removal on (B)(6) 2013 due to urinary retention and recurrent urinary tract infections status post sub urethral sling. No additional information was provided.

Manufacturer narrative:
Mesh was inserted for the treatment of stress urinary incontinence, uterine prolapse, cystocele, rectocele, redundant lower abdominal wall skin. It was reported that following insertion the patient experienced pain, erosion, extrusion, bacterial infections, urinary problems, organ perforation, recurrence or urinary tract infections, bleeding in urine, dyspareunia and vaginal scarring. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/11/2016.